Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm connected the iabp unit to a trainer and checked autofill operation which performed correctly. The stm then observed the iabp log files and noted one autofill failure logged followed by multiple gas loss messaged. The stm was not able to duplicate the customer's reported issue. The stm reloaded the iabp software then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss and was unable to autofill. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm connected the iabp unit to a trainer and checked autofill operation which performed correctly. The stm then observed the iabp log files and noted one autofill failure logged followed by multiple gas loss messaged. The stm was not able to duplicate the customer's reported issue. The stm reloaded the iabp software due to fault code #55 observed in the log files then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Updated fields: b4, b5, g4, g7, h2, h6 (patient codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss and was unable to autofill. There was no patient harm and no adverse event was reported.